Event description:
It was reported that during a gastric sleeve procedure, during the initial firing of device with a gold reload, the doctor noticed an incomplete staple line on the left/patient side of the fire. There was a complete staple line on the right/specimen side. The doctor reported that the first three or four staples on the left side were formed but the rest were not. The incomplete staple line was over sewn and the doctor changed to a different device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.